Manufacturer narrative:
It was reported that the surgeon went to utilize the patient-specific stem and said it was too short. The surgeon used a stem from a different company to complete the surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the surgeon went to utilize the patient-specific stem and said it was too short. The surgeon used a stem from a different company to complete the surgery.